Event description:
It was reported that "the user felt difficulty when loading a clip to the applier before use on a patient. Checking the applier, the jaws were found misaligned. Therefore, another applier was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user felt difficulty when loading a clip to the applier before use on a patient. Checking the applier, the jaws were found misaligned. Therefore, another applier was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). The complaint sample was returned. Tecomet, the manufacturing site reported " the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-pc. Lot in june of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the handle to jaw mechanism and knob rotation mechanism are dry and sluggish feeling and in need of proper lubrication. Further evaluation shows that the jaws are slightly loose and misaligned in the closed position. There is no visible damage to the outer tube assembly around the jaw pivot pin area. After the initial evaluation a few drops of non-silicone-based instrument lube was applied to the to the back of the rotation knob assembly and into the luer flush port and normal non-binding movement was restored to both the rotation knob and handle to jaw mechanisms. This instrument was disassembled in order to evaluate its internal components and it was found that the bosses of the drive rod were both slightly damaged where they engage the slots in the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod bosses to become damaged and for the knob rotation and handle to jaw mechanisms to become dry and sluggish feeling but lack of proper lubrication and mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and tre nd on complaints of this nature.